Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer kept failing intermittently. After reboot, the drawer was temporarily recovered but failed again shortly after. The recover storage space option did not resolve the issue, and the screen also went black, requiring a manual reboot using the power button at the back. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer kept failing. A field service engineer replaced the controller board, t-board, and retractor band on the affected drawer, rebooted the machine and entered hardware test application (hta) testing mode, performed hta diagnostics to validate the repair and instructed the customer to inventory a variety of medications in the affected drawer to further confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.